Event description:
It has been reported to philips that when trying to obtain a blood pressure or acquire 12 lead on tempus pro, the screen buttons are non-responsive. Sometimes recalibration fixes the issue, but the issue comes back frequently.